Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that distortion of the distal conductor within the is-1 connector was observed. According to the returned paper work, that might happen during implant procedure when the connector pin being turned an excessive number of times. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix on the right atrial (ra) lead would not extend after several rotations. This occurred following a tortuous route in the superior vena cava (svc) where it was noted an awkward bend caused the lead tip to prolapse. After some effort, measurements were found to be within normal limits and lead placement was satisfactory. The following day x-rays and testing confirmed the lead had dislodged overnight. The lead was reprogrammed, turned off and then explanted and replaced. No patient complications have been reported as a result of this event.